Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. There were no electrical anomalies detected. The lead will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.